Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an esophagogastroduodenoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the transparent cap of the endoscope was pressed, then the clip was separated from the tissue and the device was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the control wire. It was also noted that the catheter was kinked at the middle section. X-ray analysis was performed and it was possible to observe that the yoke was attached to the control wire and the clip arms were misaligned. Microscope examination was performed, and it was confirmed that the over sheath was returned stuck at the most distal section of the catheter. There was evidence that the over sheath was highly manipulated likely to remove the clip during the procedure. Functional evaluation was performed; the over sheath was removed for further analysis, activations of the device were performed and the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an esophagogastroduodenoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the transparent cap of the endoscope was pressed, then the clip was separated from the tissue and the device was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.